Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed for basic delivery of an unspecified medication, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device was programmed for piggyback delivery of an unspecified medication and the delivery was started. No specific programming parameters were provided. At that time, the secondary tubing set was connected to the proximal clave port of the primary tubing set. The customer contact reported the primary container was hung below the level of the secondary container using the hanger. After an unspecified length of time, the nurse noted an unspecified volume remained in the secondary container which was more than was expected to be remaining. The expected volume to be remaining was not specified. At that time, the nurse reported the solution container and the secondary tubing set was discarded. The primary therapy was resumed using the same device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.